Manufacturer narrative:
H6 codes have been updated. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient was placed on rp flex for arrhythmic right ventricular cardiomyopathy as a bridge to transplant and for right ventricular failure. The patient was initially covid-positive and on isolation during implant but was later cleared and became ambulatory. The patient remained stable on room air and dobutamine infusion. On the morning of the event, while raising the head of the bed, the console began alarming ¿impella stopped, motor current high.¿ the alarms were associated with sharp spikes in motor current, intermittent inability to flow above performance level p2, and at one point, the console displayed zero flow at p0 before self-resolving. The pump was gradually ramped back to p5, and tissue plasminogen activator was administered through the purge line as a precaution. Throughout the event, the patient remained hemodynamically stable, without pain or shortness of breath, and imaging and transesophageal echocardiography were unchanged. Later, the pump was functioning normally at p7 with stable waveforms and no alarms. Subsequently, while preparing for a planned heart transplant, the console displayed pulmonary artery placement signals of 130s/100s with calculated mean flows of 0.0 liters per minute. Due to the absence of impella connect, trend data was unavailable. The rp flex was removed shortly after for the transplant procedure.

Manufacturer narrative:
Investigation summary: low pump flow/temporary pump stop: the cause of the low pump flow and temporary pump stop was determined to be biomaterial ingestion based on log analysis and returned product testing. Mechanical interaction with blood: the cause of the issue was determined to be biomaterial ingestion based on log analysis showing ingestion pattern before reported hemolysis. Placement signal issue: the cause of the placement signal issue was unable to be definitively determined as limited clinical information was provided to confirm possible options identified from log analysis. Returned product testing also showed no abnormalities device history lot: device lot: 1895983. Device history batch: subcomponent lot: n/a. Device history review: the complaint pump s/n (B)(6) passed all post sterile inspection checks.